Manufacturer narrative:
Concomitant medical product: 5092-52 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead during atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.